Manufacturer narrative:
This is one of two related reports. This report represents the impella rp flex and another report was submitted to represent the automated impella controller. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella rp flex and cp were inserted femorally for a bipella support of the 73 year old female who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. Prior to the support the patient was supported by inotropes, vasopressors, and a vent for respiratory needs. The underlying medical history was not shared. The rp flex was supporting when there was defective alarms appearing on the controller after the patient was moved/bathed. Prior to the alarm the team had replaced the purge cassette. Afterwards with the defective alarm the team switched the automated impella controller (aic). Even on the new aic there were p-level adjustment issues and the patient expired. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage e. The contribution of the aic is not known/shared by the team for the patient's outcome.

Manufacturer narrative:
The initial report submitted on april 8, 2026, was submitted in error. Clarification from the field representative confirmed that the failure to detect purge cassette, pump or catheter / failure to read input signal (a1301) issue does not involve the device associated with this manufacturer report number. Accordingly, this follow-up 1 report serves as a redaction for this reporting of the previously associated device, which was included erroneously. Note: refer to h10 for the related device report that is being redacted as well.